Manufacturer narrative:
Hitachi made repeated unsuccessful attempts with the site to contact the pt and determine if the pt's condition and the initial claim of permanent impairment had changed.

Event description:
The pt was scanned on the airis ii MRI system. His wife called later to claim he suffered permanent hearing loss (unspecified symptoms). The pt had a should exam and was offered hearing protection which he initially declined. After the scan started, the pt complained about the noise. The technologist offered earplugs, but explained that some of the scan sequences would have to be repeated because the pt's position would shift while inserting the earplugs and would invalidate the first scans. The pt refused to repeat the scans, so he took only one plug on the side opposite the scanned shoulder. Pt came in the next day and had his other shoulder scanned. He was given earplugs immediately and there were no complaints.